Event description:
Disposable quadrant illuminating light retractor that was opened for surgery failed to function properly. It only lit up on one side. A new illuminating light retractor was opened and surgery continued. A slight delay to surgical process. No pt harm.